Event description:
The customer reported that the system was intermittently losing fluoroscopy functionality and they pulled the system from service. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The camera was identified as being defective. The customer has opted not to repair the system at this time.